Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with symptomatic uterine fibroids, genuine stress urinary incontinence and a history of norplant implant. The patient underwent a total abdominal hysterectomy, tvt procedure using a davol flat mesh and removal of non-bard davol "norplant" device from the left upper forearm. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum based on additional information provided by patient's attorney which included general patient outcome allegations: currently, it is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the mesh was protruding into the vagina causing the mesh to "poke" the patient. The patient experienced incontinence, sharp pain in the vaginal and pelvic area and uti infections. No medical records have been provided; however, regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed" as a result of these injuries, patient had a portion of the defective mesh removed. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported on 02/27/2017: the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2002 - the patient was diagnosed with symptomatic uterine fibroids, genuine stress urinary incontinence and a history of norplant implant. The patient underwent a total abdominal hysterectomy, tvt procedure using a davol flat mesh and removal of non-bard davol "norplant" device from the left upper forearm. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional information provided by patient's attorney which included the patient fact sheet and general patient outcome allegations: (B)(6) 2017: the patient alleges she had a small part of the bard/davol bard flat mesh removed due to allegedly poking. Ni/ni/ni: the patient alleges bodily injuries resulted after the implant of the pelvic mesh product such as, ¿pain in pelvic and incontinence. A piece of mesh was sharp pointed that when I sit down sometimes feeling a sharp pain in the vagina, pelvic area. Before my ex husband left told me was painful to have sex with me because of sharp point outside.¿ patient alleges currently seeing, or has seen a doctor or healthcare provider. Patient alleges she is currently experiencing and ¿had a lot of uti infections and the doctor said it was impossible to remove the mesh.¿ patient alleges before implant of the mesh product she ¿worked 40 hours a week. Took her kids to sports, cleaned house, cooked and shopped for food.¿ as reported after implant of the mesh product, the patient ¿works 40 hours a week. Same activities only sometimes was painful when she sat down in different positions. Poke by mesh inside her vagina.¿